Event description:
I received a notification from alere regarding a recall on their device alere inratio 2 pt/inr requesting me to return it to them for disposal since they were having accuracy issues on the device measurement. Ever since then I've been trying to get a full refund for the cost of the device (I paid (B)(6)) plus 48 strips which I bought on (B)(6). When contacting alere I did provide all the requested information by them (proof of purchase, confirmation of mailed recalled device to them, etc.). It took them around 8 months to provide me a response and then finally they said that they weren't going to refund me for any expense I inccurred on the acquisition of that device, leaving me with a net loss of almost (B)(6) and no device to track my blood thickness. I'm a retiree and I can't afford to get another device from a different manufacturer, I was counting with that money in order to purchase a new device from roche, unfortunately now I can't. Alere's customer service is really awful, there's a lack of respect and they try to do their best in order to ignore you as much as they can, they always avoided/failed to provide a proper solution.